Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device smoking when in use was duplicated. Based on the investigation details, the likely cause was problems with motor, nose cone, and bearing stop, were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began smoking during a procedure to drill an impacted 3rd molar. The case was completed with another device. There were no adverse consequences reported as a result of this event.